Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set with pah, one (1) unit displayed blood leakage from the tube. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Functional tests were conducted on thirty retained samples to assess the device's performance. All samples passed testing, with no evidence of tubing leakage or defects observed during or after the test. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka . D2b. Common device name: tubes, vials, systems, serum separators, blood collection e1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set with pah, one (1) unit displayed blood leakage from the tube. There was no health impact or consequence reported.